Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. The customer was unable to clear the alarm. Customer's blood glucose level was 520 mg/dl. The customer treated their blood glucose level with the insulin pump and shot. The customer reported that they believe that the buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the displacement test, idle current test, run current test, self test, off no power test and error test. Pump received with normal operating currents. No unexpected battery out limit alarm or low battery alarm noted. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector j2/lcd locked properly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.